Event description:
Valiant navion stent grafts were implanted for the endovascular treatment of a 44 x 62mm saccular aneurysm in the aortic arch. The proximal landing zone was in zone 2 ( 1 debranch). It was noted that the device vnmc3131c90tj was implanted in the periphery and vnmc3434c182tj in the stack. It was reported approximately 29 months post the index procedure that a CT scan performed. It was noted that there was no problems with progress and the taa was decreasing however the CT identified that the stent graft was deformed in comparison to cts one week post index procedure. It is unknown if endoleak occurred. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3434c182tj, serial/lot #: (B)(4), ubd: 11-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported the the deformation was noted at the arch, the 2nd and 3rd stents from the cen tral end of the graft are embedded in the original taa and are bent. The vnmc3434c182tj was implanted most proximally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis the reported stent graft deformation could not be confirmed on the films returned. Pre-implant CT's were not provided and lack of recent contrast CT's did not allow for a more thorough assessment of the patient anatomy and stent graft in-vivo configuration. It is most likely that disease progression, with appreciable morphology changes of the aortic arch since the time of implant as seen with the sharp angulation of the stent graft at the level of the aortic arch may have caused the stent rings to conform to the shape of the aorta as it changed. Analysis of the returned films did not reveal any stent graft integrity issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.